Event description:
It was reported that a cassette had air in the tubing on top of cassette and pouch and complained of chest pain after starting cassette. Stated switched cassette and symptom resolved. No medical or surgical intervention was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device: is unknown. No information has been provided to date.

Manufacturer narrative:
The device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.